Event description:
It was reported that there was loss of capture (loc) on the right atrial (ra) lead of this pacemaker system. Technical services (ts) analyzed the presenting electrogram (egm) and confirmed that the signal appeared consistent with loc from the right atrial automatic threshold (raat) test as well as retrograde conduction. Further testing in clinic was advised. No adverse patient effects were reported. Currently, this pacemaker system remains in service.